Event description:
It was reported by the olympus representative, during maintenance, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The angulation in the up direction and the play of up/down knob were out of standards due to a worn angle-wire. The condition of light guide bundle was not good. The light guide lens had a scratch and was chipped. The adhesive part of bending section cover was broken. There was a scratch at the scope-connector protector on the universal cord. The distal end was worn. The objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by one of the following: connection of electrical components became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. Electrical components inside the scope connector were damaged by connecting electrical contacts of the scope connector to video system center while contacts of the scope connector were wet. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use: "caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction." "Wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.